Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by severe, stinging abdominal pain and a feeling of extreme fullness. The patient went to complete a drain, but had to abandon the drain after draining only 550ml due to extreme drain pain. Later in the morning, he went to the hospital where he received unspecified IV antibiotics. It was determined that the patient had an infection. That afternoon, the patient experienced extremely cloudy effluent. At 4pm, he went to see the ship's doctor at the medical room (patient was on a cruise ship). The patient continued to experience severe abdominal pain. The patient self-medicated with one 30mg tablet of dihydrocodeine and two paracetamol tablets every four hours for seven days. The pain had increased so the patient went ashore and was admitted to the hospital for 2 days. After 2 days, he left the hospital against medical advice. The patient flew back home and went to his renal clinic the next morning. The patient presented to his renal clinic and he did not have any symptoms of peritonitis. He had no pain and his effluent was clear. The patient was treated with 50mg of ip gentamicin and 3g of ip vancomycin for peritonitis. A second dose of ip vancomycin 3g was given 4 days later. The same day, the patient began treatment with a ten day course of oral ciprofloxacin at a dosage of 250mg. Three days later, the patient was seen again in the unit and was asymptomatic with clear effluent. After being seen again eight days later, and showed no pain and clear fluid, the patient was considered recovered. The nurse stated that the cause of the peritonitis was unknown but may have been related to the patient¿s medical history of being permanently constipated and he did not have perfect aseptic technique. She also stated that peritonitis could have been related to an episode of pancreatitis, but again could not confirm the cause definitively. The patient was retrained on aseptic technique. It was not reported if pd therapy was ongoing. Additional information was not available. This is report 2 of 3 involved in this peritonitis event.